Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal end/electrodes of the lead were bent. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that prior to the rv lead being explanted the patient experienced a low heart rate and felt weak. The rv lead exhibited high thresholds and micro-dislodgement was confirmed. The lead was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and complete heart block. It was noted that the right ventricular (rv) lead dislodged and intermittent loss of capture was observed. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.